Event description:
Information was received from a patient regarding an implanted infusion pump. The pump was used to deliver fentanyl. Dose and concentration information was not reported. It was reported that the patient thought they were not getting the right amount of medication for their pump. The patient stated having "episodes" about 2 years prior to this report, where they would have "3 episodes in a day and they were short duration", but now their episodes were becoming longer. The patient stopped using their personal therapy manager (ptm) and their symptoms went away for about 2 weeks and then they started back up again and the only thing that had helped them was "just getting liquids because they were sweating like crazy and not sleeping so their mental capacity is diminished". The patient had an appointment scheduled with their managing physician on (B)(6) 2024 and wanted to know if there was a recall on their pump. The patient was redirected to their healthcare provider (hcp).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the healthcare provider (hcp) stated that patient was seen to establish care with their clinic. It was reported that the patient did not mention any concerns during the patient's visit on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.